Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 4:30pm. The end-user stated that he took a blood glucose test with his prodigy meter and received a 81mg/dl. He stated that he felt as though his blood glucose was low, so he called paramedics. A normal reading for the end-user at that time of day is around 176-200mg/dl. The end-user called the paramedics about 20 minutes after testing. The paramedics arrived within 5 minutes and tested his blood glucose and received a result of 41mg/dl. The end-user stated that he took 2 sugar pills while waiting for the paramedics to arrive. The end-user was not transported to the hospital. He had 2 (B)(6) and a pizza while paramedics were there. End-user was not aware of what his blood glucose was before the paramedics left his home. He was unable to provide his medication list and attempts were made to retrieve this information but were unsuccessful. No additional details were provided.